Event description:
Per the clinic, the device was explanted on (B)(6) 2025 due to unknown reason. The patient was reimplanted with another cochlear device during the same surgery. Additional information has been requested but has not been made available as of the date of this report.

Manufacturer narrative:
Correction: the previous or initial MDR submitted on july 23, 2025 was filed inadvertently. No explantation or serious injury has occurred.